Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the tip of the monopolar cautery instrument was split. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was identified prior to use and the event date was 04/07/2025. The reporter was not aware if the instrument collided with any other instruments or other materials.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The instrument was found to have a broken electrical contact at the distal end. The broken electrical contact, measuring approximately 5.50mm x 0.877mm in size, was returned with the instrument. Due to the broken electrical contact, a detached fragment was observed that was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause is attributed to either tip accessory installation issues or damage during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.